Manufacturer narrative:
The actual device was not available; however, a video sample and two (2) retained samples were evaluated. A visual inspection of the video sample was performed, and liquid droplets on the tube were observed. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. A push-pull test was performed on all junctions, and no disconnections were noted. An air passage test and an underwater leak test were performed, and no leaks were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set leaked from the tubing. The device contained sterile solution. This was observed during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.